Event description:
It was reported that the patient's high voltage impedance on the right ventricular (rv) lead were high and unstable. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).